Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a non-boston scientific urethral sling (type and brand unknown) placement procedure using a precision speedtac transvaginal anchor system, the anchor was successfully placed within the pubic bone on the patient's right side. However, as the device handle was being removed from the patient, the suture detached from the bone anchor and the anchor remained in the pubic bone. The suture remained inside the delivery device and did not fall into the patient. The physician removed the device handle, with the suture inside, from the patient but did not attempt to retrieve the anchor because he opined that it would not cause harm to the patient as it is meant remain in the patient's pubic bone. The physician used another precision speedtac transvaginal anchor system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.